Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats. According to the reporter: the handle would not open reloads after firing. Three different handles were opened. The jaws were opened with force. The case got cancelled and re booked onto a future list.